Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: dbs-rc-r, upn: (B)(4), model: db-5250, serial: (B)(4), batch: 21169117.

Event description:
A report was received that following a lead implant procedure on (B)(6) 2019 where bipolar electrocautery was used, the patient experienced remote control communication issues and difficulty charging the ipg. The physician reported that during the lead implant procedure he observed a spark near the lead implant site when he performed electrocautery. The patient then underwent an ipg replacement procedure on (B)(6) 2019 and was doing well post operatively.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: dbs-rc-r, upn: m365db52500, model: db-5250, serial: (B)(4), batch: 21169117. The returned ipg db-1200-s serial number (B)(4) was analyzed and complaint was confirmed. An internal electrical test found excessive sleep current drainage and high thermal on u2 asic. This type of damage occurs when the ipg is exposed to high voltage transients. The device damage was caused by the reported electrocautery use during the procedure.

Event description:
A report was received that following a lead implant procedure on (B)(6) 2019 where bipolar electrocautery was used, the patient experienced remote control communication issues and difficulty charging the ipg. The physician reported that during the lead implant procedure he observed a spark near the lead implant site when he performed electrocautery. The patient then underwent an ipg replacement procedure on (B)(6) 2019 and was doing well post operatively.